Event description:
On 14-may-2025, pentax medical became aware of an event involving a pentax medical ultrasound video endoscope model eg38-j10ut, serial number (B)(6) in france within the emea region. Pentax medical received a report from ansm indicating that significant contamination of the endoscope had occurred. A large number of bacteria, including klebsiella pneumoniae, citrobacter freundii, and escherichia coli, were detected during the endoscope sampling test conducted monthly by the facility. In response, multiple preventive and corrective actions were taken; however, none were confirmed to be effective. All channels were replaced on 02-jan-2025, and the endoscope, which was shipped with 1 cfu after passing inspection, showed 3 cfu without pathogenic bacteria in the sampling on (B)(6) 2025, but a large number of cfus including pathogenic bacteria were detected in the sampling on (B)(6) 2025, resulting in non-conformity, and the facility reported the case to ansm. This event occurred during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. According to the investigation conducted by the emea region, although the endoscope had undergone repair and was returned with a post-repair test result of 1 cfu (after full channel replacement on 02-jan-2025), follow-up cultures taken by the hospital on (B)(6) 2025 showed rapid cfu increase up to uncountable levels, with pathogenic organisms. The hospital has been reportedly using simethicone regularly during procedures. Multiple expert assessments within pentax medical indicate that simethicone, especially if not administered via catheter or when improperly reprocessed, may lead to biofilm formation inside endoscope channels. Furthermore, internal audit findings (referenced by internal hygiene experts) suggest potential deficiencies in the hospital's reprocessing workflow, such as inadequate pre-cleaning, drying, and operator training. Further investigation and communication with the hospital are ongoing, including a good faith effort via questionnaire and possible site audit. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the event that occurred is the detection of a large quantity of several types of germs. The device will be inspected and reprocessed until it is confirmed to be conforming. Based on the investigation, a potential root cause of this failure is improper reprocessing by the user. A definitive root cause of the reported issue could not be identified. Further investigation will be carried out once the product in question has been returned. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 11-oct-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 25-oct-2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.